Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a small bowel obstruction ventral hernia repair with mesh. He had revision surgery 6 years and 1 months post-surgery. The patient experienced invasive revision procedure following mesh failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced mesh failure, hernia recurrence, adhesions, pain, bowel obstruction, and mesh migration. Post-operative patient treatment included revision surgery.

Manufacturer narrative:
Additional info: a1, a5b, b2, b5, b6, b7, g1, h4, h6 (patient codes, ime e2402: labs abnormal for bun; creatinine; lactic acid, hypovolemic shock, ileus, leukocytosis, hypokalemia, thrombocytopenia, acute kidney injury). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced mesh failure, hernia recurrence, adhesions, pain, bowel obstruction, mesh migration, fluid distention, labs abnormal for bun; creatinine; lactic acid, small bowel dilation, seizure, nausea, vomiting, fever, dehydration tender, abdominal pain, acute renal failure, hypovolemic shock, ileus, anemia, leukocytosis, hypokalemia, hypernatremia, thrombocytopenia, acute kidney injury. Post-operative patient treatment included revision surgery, CT scan, x-ray, hospitalization, fluid resuscitation, antibiotics, pain medication, hernia repair with mesh, ng tube.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced mesh failure, hernia recurrence, adhesions, pain, bowel obstruction, perforation, mesh migration, fluid distention, labs abnormal for bun; creatinine; lactic acid, small bowel dilation, seizure, fistula, nausea, vomiting, fever, dehydration, tender, abdominal pain, acute renal failure, hypovolemic shock, ileus, anemia, leukocytosis, hypokalemia, hypernatremia, thrombocytopenia, permanent scarring, chronic bowel and abdominal issues, acute kidney injury. Post-operative patient treatment included revision surgery, laparoscopic repair of incarcerated recurrent incisional hernia, CT scan, x-ray, hospitalization, fluid resuscitation, antibiotics, pain medication, hernia repair with mesh, <(>&<)> ng tube.

Manufacturer narrative:
Additional information: a4, b5, b7, h6 (ime and device codes). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: h6 (removed no code for acute kidney injury). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.